Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample from the cobas 8000 cobas ise module. The initial sodium result was 168.7 mmol/l and the repeat result was 138.6 mmol/l. The initial potassium result was 4.76 mmol/l and the repeat result was 4.17 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative checked the system. No discrepant results occurred after the service visit. The investigation was unable to find a definitive root cause. As only one sample was affected, a mis-sampling was suspected.